Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung segmentectomy, while the device was being used for stapling lung tissue, the surgeon was able to press the green button but unable to fire the device and unable to squeeze the handle. They replaced a new stapler to resolve the issue and complete the case. There was no patient injury.